Event description:
It was reported that during a da vinci-assisted simple extraperitoneal prostatectomy surgical procedure, the 8 mm monopolar curved scissors instrument was dull and not cutting tissue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8 mm monopolar curved scissors was analyzed and found to have one blades broken at the tip. A piece approximately 0.15mm x 0.25 was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned. Components adjacent to this broken blade do not show damage. Additional observation(s) not reported by site: the instrument was found to have a bent tube extension at the brown laser marked section. No bulging or cracks were observed on the tube extension. The bending is not significant enough to affect installation or removal of the instrument through a cannula. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.).